Event description:
It was reported that pump experienced malfunction with code 16, and no events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction happened again.